Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported a ptm (personal therapy manager) code 8286 (empty reservoir). The patient was not due for a refill as the patient had a refill (B)(6). The patient stated she noticed the ptm (personal therapy manager) date didn't update but noted it takes a minute to update. The patient forgot to check to see if it updated. The day of the report she noticed the date still said (B)(6) and now she had an 8286 code (empty reservoir). The patient stated it should say (B)(6).the patient did see their healthcare provider this morning and was told to contact the manufacturer as there was nothing they could do. It was reviewed that the healthcare provider would need to verify the pump was programmed correctly after the refill and would also need to un-bond and re-bond the ptm to the pump to update the pump. The patient planned to follow up with their healthcare provider and there were no reported patient symptoms. Additional information received on 12-oct-2017 from the healthcare provider confirmed that the pump was refilledon (B)(6) and the patient was being titrated up as the pump was fairly new. The healthcare provider stated that the patient was currently at ¿25mg¿ and would be increased to ¿50mg¿ at the next refill. The pump was also refilled on (B)(6) and there were no reported issues related to this refill. Per the healthcare provider the cause of the empty reservoir code and the ptm (personal therapy manager) not updating were not known as the patient was not communicating any issue to the healthcare provider. The healthcare provider believed everything was fine and all of the patient¿s refill dates appeared correct. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.